Event description:
It was reported that the surgeon noticed a small single site anastomotic leak somewhere in the middle staple line posterior side on post-op day 3. During the surgery, both donut completed and negative air leak test. The patient was discharged well. Procedure: lap anterior resection.

Manufacturer narrative:
(B)(4). Batch # unk. Health effect ¿ clinical code = gastrointestinal system (e10). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. On post-op day 3, patient complained abdominal pain, high fever and increased total white blood cells in blood test. Surgeon decided to perform CT scan, found no contrast leak but noticed air within peritoneum area, hence decided to perform lap examination surgery. During the revision surgery, irrigated the water in peritoneum area, noticed there is air bubbling from mid posterior stapler line (one pinch point area), no feces appearance but with slough tissue surrounding. The surgeon repaired the leak with laparoscopic suturing. Additional information was requested, and the following was received: what were the indications for surgery? Ans: rectosigmoid tumor. Did the patient receive any preoperative chemotherapy or radiation? Ans: no pre-op radio or chemo. Were there any issues experienced with the device in the initial surgical procedure? Ans: no issue experienced with the device during surgery. What healthcare professional fired the device and what is his/her experience with the device? Ans: specialist and familiar with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. Were there any issues with device use/firing? Ans: no. What confirmation was received that the device completed the firing sequence? Ans: green check mark and crunch sound. Was the green checkmark visible at the end of the firing? Ans: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 2 full revolutions. Was there any difficulty removing the device? Ans: no. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. Were there any issues noted with staple formation? If so, please describe the shape and location. Ans: no issue noted with the staple formation and staple line intra op. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: yes. How was the leak identified? Ans: patient complained of abdominal pain on post op day 3. Did CT scan and noted pneumoperitoneum around anastomosis line but no contrast leak observed. What was observed at the site of the leak upon reoperation? Ans: one small pinch point area of leak. How was the leak addressed? Ans: lap washout and lap suturing. What is the current patient status? Ans: given colostomy bag and discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2023. D4: batch # 778a68. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2023. Additional information received: it was confirmed by the sales team that the 15 seconds pre-compression is done with retightening after. During the initial procedure, everything is fine. The staple line is fine, and donuts are fine. A leak test is also done, and no issues noted. Purse string is done using the ¿metal ethicon one and not the plastic.¿ to end, prior to the hospital transitioning to ethicon powered, they were using the manual ¿a¿ devices. The following were provided, packaging lot # x94z26 and batch # 778a68. Per confirmation from the sales rep on april 19, 2023, the lot number should remain as unknown as the hospital does not practice in recording the lot number and the sales rep also has no record as well. We will capture lot # # x94z26 and batch # 778a68 as a possible lot/batch. The following was shared from the colorectal surgeon and colorectal fellow group. The case was elective. There was no immediate problem in case. This case went well. We have fired these staplers¿ multiple times, so we are very familiar. The colorectal surgeon shared the following for (B)(6). The leak that I had was an elective surgery on a 76-year-old lady. This was a high rectal anterior resection. The case went well with no complications. The leak test was negative. On post-op day 3 the patient presented with abdominal pain. A CT was done, which showed a small posterior leak. Lot # x94z26 - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 04/30/2025. Mfg. Date: 05/11/2022. DHR (device history review) is pending for batch # 778a68. When the DHR is completed, a supplemental medwatch will be sent.